Event description:
The patient stated that around the middle of (B)(6) 2019 the needle release button released on it's own on one v-go 20 device. The patient also stated that she had two additional v-go 20 devices that the needle release button released on it's own soon after the first one. The patient said that the needle button released about halfway thru the day after applying the v-go 20 device. I confirmed with the patient that there was no interference with clothing and that the v-go was not accidentally bumped. The patient reported that all three v-go 20 devices all came from the same kit. The product lot numbers and expiration dates are not available.